Event description:
Developed rapid atrial fibrillation wit hypotension necessitating hospital admission for IV cardizem.

Event description:
Add'l info received from reporter on 05/19/2017 for mw5069507: pt developed rapid af after watchman device placed. Hospitalized next day. Subsequently developed pneumonia and sepsis, expired 8 days after procedure.